Event description:
Additional information was reported that he physician indicated that the patient didn't like the pump, and the patient felt discomfort and wanted to explant the pump. The physician thought the pump was at the perfect place. Morphine and compound baclofen were used to delivered in the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported planned on removing the pump device system due to "it rubs against their ribs and pelvis". The pump was "very uncomfortable" and has been painful. It was also reported pump did alarm one time for a reason that could not be determined. The drug being used in the pump was lioresal, morphine. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).